Event description:
It was reported that the customer was hospitalized with diabatic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer experienced dehydration, nausea, vomiting and diarrhea. Troubleshooting was performed. Found multiple no delivery alarms in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.